Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited large noise followed by myopotential noise and oversensing resulting in an inappropriate shock to this patient. This electrode is programmed to primary. Technical services (ts) discussed possible causes and recommended bringing this patient in to try to reproduce the noise. It was noted this patient had lifted a wooden stove onto a truck and was ratchetting straps when the shock occurred. This electrode remains in service. No adverse patient effects were reported.